Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/03/2010 and 12/08/2010 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon's staff member reported that an intraocular lens (iol) was exchanged for the same model, different power lens due to a malfunction. Additional info has been requested.